Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from manufacturer representative on 2017-aug-30 provided the initial reporter information. No further complications were reported/anticipated

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an unknown patient receiving an unknown drug and concentration via an implantable pump for no known indication for use. It was reported a flipped pump was suspected. A flipped pump was suspected due to refill difficulties. It was noted that imaging was performed and was received. Imaging was reviewed and if the image was showing the current orientation of the pump, then the pump was flipped. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported the patient's name/patient identifier and that the healthcare professional (hcp) manually flipped the pump back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-aug-28 reported the pump was manually flipped the pump back to normal orientation and the healthcare professional was able to refill the pump. No further complications were reported/anticipated.